Event description:
Customer initially reports a piece of the instrument broke off in the pt's foot during surgery. On (B)(6) 2015: customer reports that a left foot percutaneous pinning of numbers 3, 4, and 5 metatarsals was performed. During a tractinon and reduction maneuver the tip of one of the arms of the clamp broke off and lodged deep in the soft tissue. Multiple attempts made with fluoroscopy, ap lateral and obliques were fruitless to find broken piece given the size of the foot with swelling and the depth of the incision post op visits on (B)(6) 2015 indicate progressive healing. On (B)(6) 2015 x-ray shows small metal fragment. Healing as expected, no issues related to the metal fragment.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.